Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, whilst impacting a gii post ref a/p blk sz 5 into position, one of the pins at the back sheared off and had to be removed from the bone. Procedure was completed, after a non significant delay, with a s+n back up device. No other complications reported.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, whilst impacting a gii post ref a/p blk sz 5 into position, one of the pins at the back sheared off and had to be removed from the bone. One metal spike was removed using cocker/forceps. Procedure was completed, after a non significant delay, with a s+n back up device. No other complications reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual of the returned cutting block confirms one of the spikes is broken off. The broken piece was not returned with the device. This device exhibits signs of significant wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.internal complaint reference number: case-2022-00094430-1